Event description:
It was reported by dealer that the frame is cracked where the seat post and the frame meet on the (B)(4) power chair. The dealer believes the crack is due to the chair going over railroad tracks. It was unclear if the end user is driving chair over the tracks or if the chair is transported over the tracks. The dealer called back and states that there is also a fault in the joystick.